Manufacturer narrative:
Concomitant medical product: 6947m62 lead; 419688 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was observed intermittent undersensing during arrhythmia and on current electrogram. The lead remains in use. No patient complications have been reported as a result of this event.